Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd884437 and gd883496 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of a patient who made a mistake with touch contamination and peritonitis with culture positive for e. Coli in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient made a mistake with touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was patient made a mistake with touch contamination. Treatment information and action taken with dianeal therapy were not reported. The patient was recovering from the peritonitis. The outcome for the event of patient made mistake / touch contamination was not reported. An opinion of causality was not reported.